Event description:
It was reported that the cap on the unspecified bd¿ infusion set was cracked and filled with lipids and cvl fluid during the infusion. The following information was provided by the initial reporter: "following cap tubing, the new cap I had just replaced was cracked on the inside, leaving the lipids and cvl fluid to fill the cap instead of running to the patient. I noticed almost immediately after re-starting the cvl and lipids. I discontinued the cap and replaced it again. Lipid cap issue."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cap on the unspecified bd¿ infusion set was cracked and filled with lipids and cvl fluid during the infusion. The following information was provided by the initial reporter: "following cap tubing, the new cap I had just replaced was cracked on the inside, leaving the lipids and cvl fluid to fill the cap instead of running to the patient. I noticed almost immediately after re-starting the cvl and lipids. I discontinued the cap and replaced it again. Lipid cap issue."